Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The technical services supervisor confirmed the reported issue and stated that once the testing was performed on the unit no additional repairs were needed. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit shut down while providing therapy; alarm did not activate. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.